Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable, "cable pelado"; this condition had the potential to interrupt delivery. This condition was found in the medicine ii area upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition, broken cable, was confirmed by service. The cause of the reported condition was determined to be a broken cable due to mishandling. The ac power cord was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.